Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: when did the sutures detached from the needle (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Detached inter operatively while suturing robotically the deep layer after the fibroid was removed. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Csk nurse robotic lead reported the event to me. Operating surgeon was dr. (B)(6) surgeon at (facility). Dr. (B)(6) did not report the event to me directly but I will be following up with her for more details when I see her for the next surgery.

Event description:
It was reported that a patient underwent a myomectomy procedure in 2025 and barbed suture was used. During the procedure, it was reported to the sales rep by the surgeon that the symmetric suture broke at needle leader. The procedure was completed successfully with no adverse consequences for the patient. No adverse patient consequences were reported. Additional information was requested.